Manufacturer narrative:
Results code - product performance engineering was unable to perform an evaluation at this time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was contrast in the inflation lumen and in the balloon. The stent implant was dislodged from the sds and returned on the snare device. The proximal end and middle of the stent implant was mangled. There were three flared struts on the first row of the distal end of the stent implant. There was no other damage noted to the stent implant. The balloon was returned loosely folded. There were no chimp marks visible on the balloon. The protective sheath was not returned. Stent implant outer diameters could not be measured due to the damage noted. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that when inflating the balloon; the stent moved forward, off the balloon. The stent snared and removed, undeployed. There were no patient effects reported. No additional event or patient information is available.